Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an all inside anterior cruciate ligament plasty surgery the device could not be flipped back after the retrograde drilling. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged, ar-1204as-85, flipcutter¿ ii, short 8.5 mm, was received for investigation. Visual inspection indicated that the cutter tip was damaged/stuck. Functional testing was not performed due to the damage to the device. The method used to prepare the bone, as well as the bone quality was not specified. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; and prying/leveraging the device during insertion.